Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # k92h32. Result: advancer and tissue stop. Conclusion: the analysis results found that the el5ml device was received in good visual condition. In addition, a bag with four malformed clips was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws, as the tip of the advancer was noted to be bent towards the tissue stop; this condition led the tissue stop to come out of position and to the malformation of three clips. No further testing could be performed due to this condition. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the doctor was using the applicator the clips came out crooked and or open. Unknown how case was completed. There were no adverse consequences for the patient.